Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/27/2017 that the display device showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected performed a voltage test and passed. Transmitter functional tester: passed. The customer complaint was not confirmed because the transmitter passed the testing. The reported event of a failed transmitter error was confirmed. The root cause could not be determined